Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp serial number/date code (B)(4) is approximately 4 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Dealer advised the motors begin to veer one way and then corrects and veers the other way. Both in forward and reverse. Also receiving error codes 600, 601, 603, 503 and 501. Also making clicking/rattling/grinding noises. Noises were intermittent and more pronounced when additional weight was placed on the chair (dealer sitting on it). No injuries at this time. No reported other property damage at this time. Replacement motors on quote (B)(4).